Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also referenced that the patient underwent another procedure on (B)(6) 2012 and ams straight-in was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, vaginal scarring, and other. It was reported that the patient underwent elevate apical and posterior with inepro lit implant on (B)(6) 2011. It was reported that the patient underwent removal of urethral sling and redo of urethral sling concurrently with ams straight-in on (B)(6) 2012. It was reported that the patient underwent excision of anterior vaginal wall mesh and redo of urethral sling on (B)(6) 2012 due to vaginal wall mesh exposure and failed urethral sling x2. (B)(4).

Manufacturer narrative:
.